Event description:
As reported, approximately six years post initial tha, this male patient had a revision due to wear of novation of g2 36mm gxl liner. Patient was revised to novation g2 36mm gxe insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information. (H3) the patient involved was reported for revision due to early prosthesis wear approximately 6 years after the index surgery. The prosthesis wear was able to be confirmed from the provided radiograph and photo of the explanted devices; however, the device was not available for evaluation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue.